Manufacturer narrative:
The lens was forwarded to our manufacturing site for further inspection of the intraocular lens. A visual inspection showed that the returned lens sample was covered with contamination. No deviations on the sample were found. The model zmb00 lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process; no production related cause was determined. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The explanted lens was returned to our quality assurance laboratory for a visual inspection. The cartridge was not returned. There was no incision on the lens. The lens appeared to be used and had evidence of viscoelastic. Manufacturing record review showed no deviations or nonconformities. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 19.0 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that when the doctor started the procedure with the intraocular lens (iol) and while trying to insert the lens, the lens got stuck in the injector. In trying to remove the lens, the doctor had to enlarge the incision. The original lens was replaced with a new one. No vitrectomy was performed. Patient was noted to have 20/25 vision post-op.